Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they were unable to intubate due to an air leak after removing the tube. They filed it with normal saline and observed a hole in the balloon. There was no reported patient involvement and outcome.